Event description:
Customer called to report that she was hospitalized due to high blood glucose. Customer stated her blood glucose was up and down because her infusion set was disconnection from the quick release. Customer also stated that her reservoir leaked and caused the high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.